Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Insulin pump received with cracked case at display window corners, battery tube threads, minor scratches on lcd window and missing end cap sticker.

Event description:
It was reported that the customer experienced a button error on their insulin pump. The customer's blood glucose level was 141 mg/dl. Insulin pump will be replaced. No additional information provided.